Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the device was removed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective stimulation from the scs system. Reprogramming was unable to resolve the issue. As such, the patient will undergo surgical intervention to address the issue.